Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 25.3 mmol/l (455.4 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. During investigation, the fluid path was manually occluded and fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found.